Manufacturer narrative:
(B)(4) - dysuria; infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a cesarean section on (B)(6) 2012 and suture was used. Two weeks post operatively, she developed an infection of the outer incision line which was treated with antibiotics. She also has experienced pain while urinating. The patient states that she was told she has inflammation and irritation from the suture. She states her skin is still red and inflamed and itchy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: it was reported by the patient that she underwent a cesarean section on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient complained of bruising and pain at the incision site. On (B)(6) 2013, it was noted that the incision was red and leaking. Keflex was started on (B)(6) 2013. The surgeon stated that the patient was also having breast and bladder issues. The surgeon¿s diagnosis was hypertrophic scar formation. (B)(4).